Event description:
A patient's lap band was removed due to esophageal dilation. The surgical procedure to explant the lap band exposes the patient to additional risks from the complications or effects of the device.======================manufacturer response for gastric lap band ap standard, allergan gastric lap band ap standard (per site reporter).======================we have submitted multiple issues involving gastric lap bands to allergan. As of this report, we have not heard from the manufacturer.